Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, bubbles were observed in the catheter, and st segment elevation occurred. The procedure was completed using the original method/device. No additional patient complications were reported, and the patient is expected to fully recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.